Event description:
During a ptca procedure, after balloon inflation, a 0.014 guidewire stuck inside the balloon of the quantum maverick monorail ptca catheter when the physician attempted to pull the balloon back. The lesion being treated was in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'ok'.